Event description:
The dealer states that the seat is all stretched out. The dealer states that the customer alleges that she was transferring from her bed to the chair and she fell. The dealer states that the patient was not injured.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.